Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. This complaint will be included in trending per (B)(4).

Event description:
On 4/6/2022, it was reported by a distributor via email that an (2) ar-8925s syndesmosis tightrope xp implant system broken when being tightened. Surgeon placed the tightrope through a 1/3 non locking plate hole, using hemostat to apply back pressure during tightening. Breakage appeared to happen twice in a row somewhere between the buttons and one tail pulled out during tensioning. During each breakage, surgeon pulled out the buttons and was able to use a third tendesmosis tightrope xp implant system to complete the procedure. One suture tail still broke during tightening with handles but appeared to be outside of the tightening mechanism, lateral to the button. This was discovered during a procedure. Additional information requested.